Manufacturer narrative:
Updated data: e4. Initial reporter email address. Conclusion: the device history record was not reviewed as the product event does not indicate a potential manufacturing issue for either device. No issues were identified that would have impacted this event. A device was not returned for analysis and no procedural images were submitted for review. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the nose cone of the dcs possibly caught the outflow portion of the valve frame which caused it to dislodge. Dislodgement of the valve by the distal tip of the dcs is likely related to operator technique or experience; the device instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to withdrawing the dcs tip through the valve. In addition, the patient anatomy included a native bicuspid valve, annular calcification, and a steep aortic root angle. Thus, the potential cause of the dislodgement could also be due to patient anatomy. Given the limited information, the root cause of the dislodgement event cannot be conclusively confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 21-feb-2022, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) and the valve were discarded therefore no product analysis report can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a native bicuspid valve, annular calcification and a steep aortic root angle, the valve dislodged following full deployment. Fluoroscopy was performed and it was confirmed by the implanting physician that the valve had dislodged out of the annulus into the ascending aorta. It was reported that the nose cone possibly grabbed the outflow of the valve causing it to dislodge. The implant team decided to take the patient to the operating room and explant the valve and replace it with a non-medtronic surgical valve. The patient was reported to be stable throughout the entire procedure. No additional adverse patient effects were reported.